Event description:
It was reported via journal article that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was successfully implanted. The next day post procedure, transthoracic echocardiography (tte) showed a dislocated closure device. The patient was transferred to another hospital. Transesophageal echocardiography (tee) confirmed migration of the closure device into the left ventricular outflow tract (lvot). Emergency surgical removal of the closure device through the aortic valve and external stapled excision of the laa were simultaneously performed via a median sternotomy. The aortic cross clamp time and extracorporeal circulation time were 18 and 36 minutes, respectively. The postoperative course was uneventful, and the preoperative novel oral anticoagulant was ceased after three months. No further patient complications were reported.

Manufacturer narrative:
Literature citation: takayuki g, grimmig o, soren j, dirk f. Asymptomatic dislocation of a watchman left atrial appendage occluder. Asian cardiovasc thorac ann. 2019 jun;27(5):394-395. Doi: 10.1177/0218492318805620. B3: date of event- estimated as 02 january 2019 as the event was noted one day post procedure, the implant date was estimated as (B)(6) 2019 since this date is unknown, and the article was published in 2019. D6a: implant date - estimated as (B)(6) 2019 since the date of implant is unknown and the article was published in 2019.